Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician was unable to communicate with a generator using his programming system and got an unspecified error message. The physician used a backup programming system to communicate with the generator successfully. Troubleshooting was performed, and the issue was narrowed down to the usb serial cable. Once the new usb serial cable was connected to the wand and tablet, the communication issue resolved. The suspect usb serial cable was received on (B)(6) 2015, but analysis has not been completed to date.

Event description:
Analysis was completed on the usb serial cable on (B)(6) 2015. The cause for the communication issue was associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable printed circuit board, no further anomalies were identified.